Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor failed a therapy electrode and ECG recognition test. The cause for the failure was the monitor's electrode belt receptacle connector was loose fitting in j4 of the defib board. The root cause for the damaged connector was excessive force. No adverse events occurred as a result of the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.